Manufacturer narrative:
The device has not been returned/received to date. If received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose level rose to 285 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. Additional method of treatment was not provided.

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. Blood was observed on the adhesive pad, however, no evidence was found that would cause bleeding/bruising to occur at the infusion site. No evidence was found that would result in a failure of the adhesive pad to adhere. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.